Manufacturer narrative:
(B)(4). A follow up will be submitted upon completion of the investigation.

Event description:
The customer reported an arterial blood pressure error message. There was no pt involvement.